Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 160 mg/dl. Reportedly the alarm ultimately cleared and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the multiple unspecified cartridge alarms occurred during basal delivery. Reportedly, the customer loaded a new cartridge and resumed insulin therapy. Lastly, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer was instructed to reset the pump to address the issue, however declined further troubleshooting from tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.